Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an "additional surgery to repair the hernia defect and remove the mesh" however medical records are not available at this time. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch mesh, reference number 0010302 and lot number huvf0595 was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an "additional surgery to repair the hernia defect and remove the mesh." As reported by the attorney, the ventralex hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex mesh.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch mesh, reference number 0010302 and lot number huvf0595 was implanted to repair the hernia defect. (B)(6) 2016: the patient underwent an "additional surgery to repair the hernia defect and remove the mesh." As reported by the attorney, the ventralex hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex mesh. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with umbilical hernia repair thereby underwent open repair with the implant of ventralex mesh. (Note, no operative notes were provided). (B)(6) 2014 - patient was diagnosed with recurrent endometrial hyperplasia thereby underwent abdominal hysterectomy and bilateral salpingo oophorectomy. Per operative notes, ¿there are some adhesions to the anterior abdominal wall.¿ (B)(6) 2015 - patient was diagnosed with recurrent umbilical hernia and moderate sized hiatal hernia thereby underwent repair. Per operative notes, ¿took down the adhesions and hiatal hernia sac. Noted the dilated umbilical defect and used an additional suture to close the fascia at the umbilical fascial defect and hernia that was noted.¿ (B)(6) 2016 - patient was diagnosed with abdominal pain. (B)(6) 2016 - patient was diagnosed with symptomatic cholelithiasis, and symptomatic recurrent incisional hernia thereby underwent laparoscopic repair with removal of mesh. Per operative notes, ¿took down all intraabdominal adhesions, especially those including the umbilicus and the hernia associated and it was dissected down from the mesh. Removed the mesh and was excised in its entirety.¿ attorney alleges that the patient had abscess, adhesions, nerve damage, pain, hernia recurrence, infection and emotional injuries. It is also alleged that the patient underwent additional surgery to remove the mesh and repair permanent and severe scarring and disfigurement.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an "additional surgery to repair the hernia defect and remove the mesh" however medical records are not available at this time. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the implant date and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years post implant of ventralex mesh, patient was diagnosed with hernia recurrence, adhesions and abdominal pain thereby underwent removal of mesh. The instructions-for-use supplied with the device list adhesions as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.